Event description:
Customer reported pump was infusing to a pt in the ICU. The pump sparked, smoked and had flames coming out of it. No pt or user harm. Biomed has the device and noted that the male iui pin 1 is missing and pins 2 and 3 are melted. Customer states that no further patient/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for investigation.